Event description:
The customer reported via phone call that they had fluctuating high and low blood glucose. The customer stated they had terminal liver and kidney cancer and was struggling with high and low blood glucose from their chemotherapy. It was also found the customer was on steroid medications that affected their blood glucose. The customer stated their blood glucose would be between 300 mg/dl and 400 mg/dl and would also decline to between 20 mg/dl and 30 mg/dl. Customer also reported they were under hospice care. The customer declined to troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.